Event description:
It was reported that while using the analyzer the programmer experienced a sensing malfunction. The programmer was rebooted and the measurement was taken with no further issue. The programmer and analyzer were returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer's reported phenomenon of a sensing malfunction while connected to the analyzer however the media processing unit was replaced as a preventive. It was noted at analysis that the programmer booted to a bsod a5 error and the hard drive was reimaged and the software reloaded. The hard drive health was found to be less than 100% and the keyboard latch was broken and both the hard drive and the keyboard were replaced to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2067l radio frequency (rf) programmer head. (B)(4).